Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was no longer cycling. Upon explant, fluid loss in tubing at connection site was identified. All components were removed and replaced. There were no patient complications reported.